Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable results for one patient using the lact2 lactate gen.2 (lact2) assay on the cobas 6000 c (501) module (c501). On (B)(6) 2017, the initial result was 0.2 mmol/l with a data flag. This result was released from the laboratory. On (B)(6) 2017, a new sample was taken with a result of 6.1 mmol/l. The laboratory tech reviewed the previous results, and repeated the new sample on a second c501. The result was 6.0 mmol/l. The tech repeated the original sample on the second c501. The result was 5.0 mmol/l. A corrected report was issued with this result. The patient was not adversely affected. As of (B)(6) 2017, the patient was still in the hospital and his lactic acid level was going down. The lact2 reagent lot number is 19637101 with an expiration date of 10/31/2017. Calibration and qc were acceptable on the date of the event. The field service representative inspected the instrument and found that there was not enough sample being aspirated. He replaced the sample probe. The customer performed calibration and qc afterwards, which were acceptable.

Manufacturer narrative:
The issue was resolved by the previously reported service activity. The root cause of the event was identified as the sample probe. The issue appears to be isolated in nature with no systemic failure of the product. There have been no similar events at this customer's site for this specific device, or like instrument, in the past 12 months. Reagent lot information was reviewed and showed no past or new escalated complaints of this nature for this lot of lactic acid reagent. Complaints regarding discrepant lactic acid patient results in conjunction with sample probe issues for this particular sample probe part number were reviewed and showed no abnormal trend.